Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that pre-dilatation was being performed with a 2.0 x 20 mm non-abbott balloon catheter and then a 2.5 x 20 mm trek balloon catheter when the non-abbott balloon ruptured at 9 atmospheres and the trek balloon ruptured at 8 atmospheres. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the balloon rupture was able to be confirmed. Based on a visual, functional analysis and sem imaging of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.